Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that while using the bd phaseal¿ optima infusion connector c35-o it disconnected from the alaris tubing. The following information was provided by the initial reporter: taxol dose. Added extension set with filter plus additional optima injector and connector to short alaris secondary set sent from pharmacy with injector on the end. Patient went to rest room at the clinic and called nurse because tubing was leaking blood and taxol on the floor. Optima components had disconnected from alaris tubing.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using the bd phaseal¿ optima infusion connector c35-o it disconnected from the alaris tubing.the following information was provided by the initial reporter: taxol dose. Added extension set with filter plus additional optima injector and connector to short alaris secondary set sent from pharmacy with injector on the end. Patient went to rest room at the clinic and called nurse because tubing was leaking blood and taxol on the floor. Optima components had disconnected from alaris tubing.